Manufacturer narrative:
The insulin pump passed the self test and the reset error test with no error alarm or bad battery alarms noted during testing. The insulin pump was received with minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 161 mg/dl. The customer reported an unexpected restart by the insulin pump. The customer also reported receiving an external ram crc error from the insulin pump. Troubleshooting was done. The unexpected restart recurred during normal insulin pump use. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.